Event description:
It was reported that during a lumbar laminectomy surgery, it was observed that the motor device was shorting out. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available for use to successfully complete the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that, when the device was plugged in, the air pump turned on immediately. It was further observed that the attachment device stuck when locking and unlocking and the motor stopped running after the directional test. Therefore, the reported condition was confirmed it was determined that the air pump turned on due to a worn out thermistor. It was determined that the attachment device was stuck due to a worn and damaged locking mechanism. It was determined that the motor stopped running because the motor was worn and damaged. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.